Event description:
It was reported that the lead and generator was replaced due to high impedance. Per historical hospital policy, the explanted suspect product is discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator.. As a result the output current of the patient's generator was decreased.